Manufacturer narrative:
The ca2 reagent lot number was 760151. The expiration date was not provided. A general reagent issue can be excluded because no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer found that the cell rinse tube was damaged. He replaced the cell rinse tube and adjusted the rinse station. He then performed mechanical checks and they were successful. Qc was performed and it was acceptable. The instrument was checked and it was performing within specifications. The service action (replacing the cell rinse tube and adjusting the rinse station) resolved the issue. The root cause was consistent with a maintenance issue.

Event description:
We received an allegation about discrepant results for 23 patients' samples tested with calcium gen.2 (ca2) assay on a cobas 8000 c702 module. The following are examples of the discrepant results. Sample 1: initial result: 2.17 mmol/l. Repeat result: 2.72 mmol/l. Sample 2: initial result: 1.88 mmol/l. Repeat result: 2.4 mmol/l. Sample 3: initial result: 1.86 mmol/l. Repeat result: 2.36 mmol/l.